Event description:
It was reported that in the patient's room when inserting the swg through the ars, the swg became caught on the tip of the needle and could not be moved any further. As a result, both the swg and ars were together removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).